Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that camera cart failed to power on. The system control unit (scu) was replaced in the camera cart and the issue resolved. The system passed the system checkout and was found to be fully functional. The power over ethernet (poe) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The poe was tested for over 72 hours and power to the camera was never interrupted. The led was green through entire length of testing. No fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after replacing the uninterruptible power supply (ups) on the main cart, it was noted that the camera was not getting any power. The connects to the ups were checked on both the camera and main cart. When checking the camera, it was found that the power over ethernet (poe) did not have a light. The representative reported that the poe from this camera cart had been taken and placed into another cart for a demo and then was replaced in the original cart. There was no patient present when this issue was identified.